Event description:
Unomedical reference number (B)(4). Event occurred in slovenia. On 28-oct-2022, it was reported that in the month of (B)(6) 2022, the patient's delivery tubing had come out of the ring of the set which contacted the body part of the set while the patient was sleeping. The insulin supply was interrupted for several hours. Therefore, there was hyperglycemic event. No further information was available.